Manufacturer narrative:
Zimmer biomet complaint #: (B)(4). Medical product: zimmer biomet tmj system left standard offset mandibular component catalog #: 24-6651, lot #: 693040b, unknown screws catalog#: ni, lot#: ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00190.

Event description:
It was reported that a revision occurred due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.